Manufacturer narrative:
The biomedical engineer (bme) reported that the audio cable for the central nurse's station (cns) was broken, and they needed to order a replacement. They were not getting any audible alarms as the audio cable was broken. No patient harm reported. Nihon kohden technical support (tech support) provided them the part number to order: ys-097p5 - cable, display 2.5m, cns-6201a.

Event description:
The biomedical engineer (bme) reported that the audio cable for the central nurse's station (cns) was broken, and they needed to order a replacement. They were not getting any audible alarms as the audio cable was broken. No patient harm reported.